Event description:
The physician attempted arteriotomy closure with a perclose a-t (the closer ak) device following an interventional procedure. The arteriotomy was confirmed to be at the bifurcation of the common femoral artery, which was evaluated for size, tortuosity and calcification. The physician inserted, deployed and removed the device without difficulty. When delivering the knot to the arteriotomy, it was reported that "the green rail suture broke while the knot was being pushed onto the artery". Manual compression was held and hemostasis is was achieved. During the night, the pt experienced symptoms of a "tingling cold foot and the absence of a doralis pulse". The following day, angiography and ultrasound were performed which confirmed a distal vessel occlusion. The surgeon reported that a piece of "suture was found hanging loose in the superficial femoral artery where it had collected platelets and subsequently thrombosed around the saphenous vein." "A lumbar sympathectomy was performed in angio and then a patch angioplasty in surgery". It was reported that "the pt had a positive outcome post surgery". They spent two additional days in the hospital and "is recovering well with no other adverse events". Though requested, no additional info was provided.